Event description:
Customer reported an alarm indicating an occlusion issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Technical support instructed the customer to disconnect and load a new, empty cartridge, successfully delivering a 9-unit bolus, and arranged for a one-time pump replacement. The customer continued to use the pump for insulin therapy while waiting for the replacement.